Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red screen upon interrogation. Technical services (ts) reviewed device data and found that the implant date was missing. Further analysis of a device save to disk determined that this was due to a patient data (pd) code which resulted in a memory bit flip. This was resolved with a system reset and has been operating normally since then. Ts provided troubleshooting by reprogramming patient information. No adverse patient effects were reported. Currently, this s-ICD remains in service.